Event description:
During surgery, the covidien stapler jammed. Load attached without incident, fired without incident, but jammed after staple discharge. The load was finally able to be opened and removed from the sterile field. A second stapler load was attempted and also jammed. A new stapler and load were used without incident.======================manufacturer response for covidien articulating reload 45mm, covidien (per site reporter).======================manufacturer will send device for analysis.======================manufacturer response for covidien articulating reload 45mm, covidien (per site reporter).======================manufacturer will analyze equipment.======================manufacturer response for covidien stapler-endo gia, covidien (per site reporter).======================the manufacturer will send product for analysis.